Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient's vision was poor and aching pain in eyes. The lens was exchanged with similar company lens model but different diopter value after the initial implant procedure. The clinical reason was posterior dislocation of lens. Additional information has been requested.